Event description:
The customer reported the system images were mixed after the completion of a case. Some images appeared blank. The images also couldn't be sent to pacs due to the compromised image data. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the software had corrupted the hard drive due to suspected improper shutdown. He reviewed the proper shutdown procedure with the customer and performed the check disk test on the workstation ide drive and found no problems. He formatted the workstation ide drive and erased the flash. The rep then reloaded the system software, rebuilt the nodes, then reloaded the system cal files. He created several test cases and verified no further pt image issues present. He reinstructed the staff on the proper system shut down procedure. The system performs as intended.